Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the identified positions. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported amp board warnings at the fl5 position during service on their fc500 flow cytometer. There were erroneous patient results generated as a result of this issue. There were no death or injury and no change to patient treatment attributed to or connected to this complaint.